Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the right coronary artery (rca). A mach1 guide catheter was selected for an elective percutaneous coronary intervention (pci). During the procedure, the mach 1 catheter experienced difficulty engaging the ostium. The lesion was then wired using a non-bsc guide wire and was directly stented using a 3 x 24 mm non-bsc drug eluting stent. There was a persistent area of under expansion and recoiling affecting the mid portion of the disease about 5-10 mm of the rca ostium. The stent covered the ostium of the artery. The lesion was then post-dilated aggressively using 3.5 mm non-compliant balloons and inflated up to 26 atmospheres. After repeated balloon inflations, a good result was achieved. However at this point, it was clearly visible that the radiopaque tip of the mach1 catheter detached and lodged itself in the stent. The detached tip became mobile and went down more distally in the right coronary artery. Subsequently, the rca was re-engaged using an ima guide catheter. A catheter in catheter technique was used but several attempts to snare the tip were unsuccessful. The physician then put a balloon through the ring-shaped detached part of the mach1 guide catheter, inflated the balloon, dragged the ring inside the ima guide catheter and pulled back the ima guide catheter inside the mach1 guide catheter and the equipment was removed. Unfortunately, the broken tip became detached again at the tip of the introducer sheath in the arm. The physician took a myocardial bioptome and inserted it directly in the introducer sheath and managed to grab the tip and it was removed successfully. The stent results were excellent. No patient complications resulted and there were no further patient complications reported.